Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to . In system logs, 32056 error was found indicating axes controller arm (aca) in usm2 failed to initialize i2c device (i2c dev type encoder eeprom (search light/dual magnetic encoder), and followed by a 1123 arm2 usm encoder error, failed to read cal data from searchlight p3=1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart (pftp) where usm agc current and sensor check test was found to be failing dof2/yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the yaw searchlight pca and ffc. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the system faulted with non-recoverable fault 252. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported issue. The tse advised the caller to inspect and secure the fiber cable connected to the system. The caller resecured both ends of the cable, and upon boot up, the system encountered another non-recoverable fault. The tse walked the caller through a hard power cycle of the system, but the issue remained. The caller moved the case to another system and continued with the case. There were no reports of patient injury.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a communication error within the yaw searchlight sensor assembly in the affected usm.

Event description:
Refer to h11 for follow-up information.